Event description:
Pt admitted for laparoscopic cholecystectomy, returned to emergency dept complaining of abdominal pain. Return to surgery. Post-op diagnosis of bile leaking from proximal clip adjacent to common duct. As of this date, pt remains in ccu with infiltrate of both lungs and ards condition. Fair and improving.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.